Manufacturer narrative:
The returned strips were provided for investigation where they were tested using a retention meter and a high-level control sample. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 2.7 inr; qc 2: 2.7 inr; qc 3: 2.7 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Initial reporter occupation was patient/consumer.

Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4). At 13:26, the result from the meter was 1.9 inr. Within 10 minutes, the result from the laboratory using an unknown reagent was 2.4 inr. The therapeutic range was 2.0-3.0 inr and the testing frequency was once every week or two. The patient decreased their salad intake and drank wine when the inr was low.